Event description:
Information was received from the customer that the device was accidentally turned off while connected to a patient. The patient required manual ventilation for five minutes from a bag valve unit prior to being put back on the device after it was restarted. The patient was reported to have a dusky appearance but the oxygen saturation is unknown as the patient was not being monitored by a pulse oximeter. Patient was reported to have recovered completely with in the five minutes of intervention. The patient has since been discharged from the hospital and has suffered no impairment from this occurrence. The ventilator dependant patient is diagnosed with pulmonary hypertension. Pt is normally invasively ventilated on a mechanical ventilator at home (vent settings unknown). This patient was admitted to the hospital to be monitored during a medication change. This patient was being maintained on invasive positive pressure therapy during their hospital stay. The device was evaluated and found to be operating to specifications.